Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose readings of 36 mg/dl. Customer stated that they have treated by eating a sandwich. Customer declined to troubleshoot for the low blood glucose readings. No device is returning for analysis.